Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used during a procedure performed on (B)(6) 2019. During the procedure, it was noted that the balloon ruptured. There were no patient complications reported as result of this event.